Manufacturer narrative:
The thermogard xp ivtm system (s/n: (B)(4)) was evaluated at the customer's site by a zoll service technician on (B)(4) 2016. Visual investigation was performed and found that the pump cover was cracked at the hinge. Review of the archive data found code 4.9.2 (mid09), which is related to coolant low temp low message tcmid:08. Further investigation found that the coolant (in the coldwell) was just below the minimum coolant level indicator. However, there were no leaks found inside the system. Coolant level below the critical level can be responsible for bad level sensor reading which will consequently result in a mid09 message. The coolant level sensor was inspected and no issues were observed. The primary complaint was confirmed and the issue was a result of insufficient coolant in the system's coldwell. To resolve the issue, the coldwell was filled to maximum level with coolant. The system passed functional testing with no faults found. Additional repair was completed unrelated to the reported complaint to ensure that the thermogard ivtm system is functional without issue. The pump cover lid was replaced. The thermogard ivtm system passed all final testing criteria. Evaluated at customer site.

Event description:
It was reported that the thermogard xp ivtm system (s/n: (B)(4)) displayed a tcmid:08 (coolant temp low) message upon starting the console. Another tgxp device was used to continue and complete the patient's temperature management therapy.